Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient presented to the ER and this lead had intermittent capture. All impedances were good and there was no noise. This lead was abandoned and a new system was implanted on the left.